Event description:
It was reported that the area covering the pump was lightly impacted by a wooden gate and door. A bruise developed which then became a scab and eventually fell off to reveal the pump. The pump could be seen. It was noted that the pump was implanted in the abdominal area and was used to deliver morphine for pain. This happened twice in the 5 years since implant. The first time required 5 days hospitalization. The second time this occurred, the chief surgeon required the doctor to "remove the pump location into the spine is still in me and was never removed." It was noted that the device was "rejected not once, but twice."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter. (B)(4).